Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal stent rows 9-11 were damaged with stent struts deformed and pulled proximally. Distal stent rows 8-9 were deformed and misaligned. The undamaged section crimped stent maximum od (outer diameter) measurement was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jul-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 85% stenosed, 24mmx2.25mm, concentric, de novo, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 1.5x10mm non-bsc balloon catheter, a 2.25x24mm synergy¿ drug-eluting stent was advanced but failed cross the lesion. Additional dilatation was performed but the device still could not cross the lesion. The device was removed and the procedure was abandoned. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.